Event description:
According to the customer, "the balloon fill line would not allow the sterile water syringe to fill the balloon, experienced resistance. A new catheter from the same lot was inserted without complication."

Manufacturer narrative:
According to the customer, "the balloon fill line would not allow the sterile water syringe to fill the balloon, experienced resistance. A new catheter from the same lot was inserted without complication." A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.